Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported to date for this lot number. Visual inspection: returned for evaluation is a jugular denali pusher catheter and storage tube/y-body. The sheath, dilator and filter were not returned. The delivery catheter exhibited a kink approximately 29.2cm from the proximal end of the handle. It is unknown how or when the kink occurred as it was not reported by the user; however, the manner in which the device was packaged for return may have contributed to the kink. No skiving was found inside the storage tube. Functional/performance evaluation: unable to perform functional testing since the filter was not returned for evaluation. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the delivery system was returned. Images were not provided. The complaint investigation is inconclusive for failure to advance from the storage tube as the filter was not returned. Potential root causes and contributing factors were identified. Corrective and preventative actions have been identified and the effectivity of these corrective and preventative actions is being monitored. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck inside the storage tube and could not be deployed. The filter system was exchanged for new filter system that deployed successfully. There is no reported patient injury.